Manufacturer narrative:
The device was returned to the factory for evaluation. The cannula and btt port were returned. It showed signs of clinical usage and evidence of blood. The btt balloon was inflated with 25 cc of air through the balloon inflation port. No blockages were observed in the insufflation tubing; however the balloon of the btt didn't inflate evenly (asymmetric). Air was also passed through the cannula; no blockage were observed in the cannula. While we are unable to conclusively determine a root cause, the reported event is likely attributable to over inflation of the balloon. Per the device IFU, "overinflation of the btt port balloon may result in balloon rupture. Do not inflate with more than 25 cc of air." Based upon the evaluation results and the received condition of the device, the reported complaint was confirmed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using the hemopro 2 device, the distal insufflation would not work on two kits and the patient's leg had to be bridged. The tubing was checked and there was flow; however, the insufflator alarmed "occlusion" when the distal insufflation port was connected and the tunnel could not be maintained. Refer to MFR report # 2242352-2012-01211 for related report.